Manufacturer narrative:
Approximate age of device: 4 years, 8 months (calculated from the date of issue to the patient). The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the local hospital with "noises" emanating from the system controller. The nurse called the manufacturer's clinical representative for assistance who was able to identify over the phone that the sound coming from the system controller was that of the system controller being in the backup mode. During the event, the patient was reportedly stable and wide awake, and had good blood pressure readings. The patient was transferred to the implanting center by emergency services. On (B)(6) 2015, it was reported that unspecified alarms were occurring while supported on battery power, but not when supported by the power module. The battery clips were exchanged, however, the alarm continued. A few pump speed drops were observed while on the power module. Review of the submitted system controller log file by the manufacturer's technical services representative noted that approximately 5 hours before the log file was downloaded, the system controller was disconnected from a viable power source and the timer was reset to zero. The duration of how long the system controller was without power was unknown. A previous data time stamp was at two days, which meant that two days prior the system controller also reset to zero. On (B)(6) 2015, it was reported that while connected to the power module the controller was again beeping intermittently with an unspecified alarm. The power module patient cable was replaced. On (B)(6) 2015, the patient was placed on a new pocket system controller and the alarms resolved. Inspection of the old system controller revealed that there were two pins missing on the black power lead. Further examination of the patient cable revealed that one pin was stuck in the black connector end. No subsequent issues have been reported.

Manufacturer narrative:
The returned system controller was connected to laboratory equipment and disconnection of the white power lead resulted in a complete power loss that stopped the pump. The loss of power was the result of broken pins within the connector of the black power lead that contributed to an incomplete circuit of both redundant power lines. The log file retrieved from the returned system controller captured data that was consistent with the analysis. The broken pins appeared to be consistent with connector misalignment while attempting to secure to a power source. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The patient remains on vad support. The manufacturer is closing the file on this event.